Event description:
During laparoscopic bto, the gyrus acmi everest bicoag macro jaw forceps handpiece made a "poppig" sound and the jaw of the handpiece would no longer close. The device was replaced with one of a different lot number, with no further issues noted.